Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vjds, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported burning while voiding six months prior to implant in (B)(6) 2014. She was tested and treated for a urinary tract infection with pills, however, when she stopped the pills the burning returned. Post-implant, she told her healthcare provider that she was still experiencing the burning and was prescribed a cream and told that she may just have sensitive skin. The cream had not helped and she was seeing a different healthcare provider for testing. The patient had a loss of therapy and symptoms included burning while voiding. She had been on a program for two months and was only voiding three times at night, but now was going six to seven times. She had a potential urinary tract infection, although she hadn't been tested recently. The patient was experiencing burning while voiding especially at night and had increased her fluid intake because of the potential urinary tract infection. She increased the setting by 0.1 volt on (B)(6) 2015 but that didn't affect her symptom control. The patient went to a doctor on (B)(6) 2015 for a urinary infection and was given antibiotics. A week later she was doing fine.